Event description:
Device 1 of 2. Reference MFR report# 3006705815-2016-00700. Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2016-00700. It was reported a csf leak due to a dural puncture occurred during the patient's scs trial implant procedure. Reportedly, a blood patch was performed to address the issue. A post-operative headache was not reported. Subsequently, the patient experienced persistent leg and foot pain while in recovery following the trial implant. As a result, the trial leads were explanted the same day, steroids administered, and the patient sent to the ER for further evaluation. An MRI performed was negative. The patient is currently home and improving.